Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at (B)(4) during prostate vaporization. The procedure was continued with a second fiber, which was also reported (ref MFR report# 2937094-2012-00354). The procedure was completed with a third fiber. The pt outcome was reported as "fine."

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.